Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01999 and 02000).

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. A subsequent revision was performed (B)(6) 2013 due to dislocation and poly loosening. The poly liner and head were removed and replaced.